Event description:
While placing screw in the plate, ring began to turn and disengage from the plate. Plate with two screws engaged was removed and replaced with a second 4-level plate. Patient outcome: no adverse affect reported as a result of this event.